Event description:
It was reported that the ventilator shut down while connected to a pt. The ventilator restarted with reset displayed but no alarms. No pt harm reported.

Manufacturer narrative:
Na.